Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is november 28, 2010.

Event description:
Boston scientific received information that at the implant procedure the patient experienced cardiac arrest during threshold testing. It was noted that telemetry was interrupted during the threshold testing of the right ventricular (rv) lead, thus allowing the threshold test to continue. The asystole lasted for approximately three seconds and the patient did not need to be rescued. Once the programmer was repositioned, telemetry resumed and the threshold test was able to be stopped. The rv lead was successfully implanted and remains in service. No adverse patient effects were reported.